Event description:
Reproduced verbatim from uf report # (B)(4): "pt presented to the ed on (B)(6) 2012, after being sent via the police because the confusion and combativeness while shoplifting at a local grocery store. The pt has a history of traumatic brain injury and does not communicate. The pt has a history of impulsiveness and wandering out of the house and being found several miles away. On (B)(6) 2012, at approx 2300, the pt was found sitting on the floor, cross-legged and appeared to be watching television. According to staff, the bfm had been alarming previously, but for some reason, it did not alarm at this time. There was no apparent injury and the pt was assisted back to the bed. At approx 0630, the pt is observed as favoring her left side while being assisted to the restroom. At approx 0815, the pt was found on the floor of the restroom by housekeeping. Again, the bfm is reported as not alarming appropriately even though it had been alarming prior to this fall. The pt suffered a fracture of the left hip and required surgical repair of her left hip."

Manufacturer narrative:
Contact with facility indicates that bed-check sensormat pad was discarded post-incident and will not be available for return and eval. Repeated contacts were made with the facility in an attempt to return any bed-check devices in use during the incident for eval. At this time, facility has not located bed-check monitor in use at the time of the incident for return. No further details of the incident were reported to MFR other than details described in medwatch form received from facility. Suspected but unconfirmed user error in set up of bed-check system, due to facility's report that fall monitor was operating correctly before incident. Product labeling and user manual includes directions on proper placement and set-up of sensormat.